Manufacturer narrative:
This complaint has been re-evaluated and was determined to be MDR reportable.

Event description:
The suture was used during an aortic arch replacement. Reportedly, on operating, the tip of the needle broke and the tip was missing. It could not be found.